Event description:
Customer reported that two pt's samples containing anti-lea were negative when tested with 0.8% resolve panel a lot vra104. No death or serious injury was associated with this incident.